Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl. The customer treated by 10 units of insulin the blood glucose went down to 280 to 246 mg/dl, again treated with 10 units of insulin. Troubleshooting was not completed. The insulin pump will not be returned for analysis.